Manufacturer narrative:
The report was created to capture the complications received from the article: khaja et al. Treatment of type ii endoleak using onyx with long-term imaging follow-up. Cardiovasc intervent radiol (2014) 37:613-622. (B)(4).

Event description:
Information received from the article: khaja et al. Treatment of type ii endoleak using onyx with long-term imaging follow-up. Cardiovasc intervent radiol (2014) 37:613-622. The author reported an off-label use of onyx for the treatment of type ii endoleak after endovascular repair of the thoracic (tevar) and abdominal (evar) aorta. 18 patients (mean age 79, 15 male) were treated with onyx. There were two initial technical failures due to aneurysm sac size enlargements, one remained a failure despite a second treatment and attempted surgical ligation. Eight patients required a second intervention, five due to delayed clinical failure (apparent improvement or stabilization of the endoleak and/or aneurysm size with subsequent enlargement of the endoleak and/or aneurysm sac size). There were procedure related complications which included one psoas hematoma and one intraperitoneal onyx leak. All of these resolved without clinical sequelae. The purpose of the article was to report experiences with the use of an ethylene vinyl alcohol copolymer (onyx) in an off-label fashion for the treatment of type ii endoleak after endovascular repair of the thoracic (tevar) and abdominal (evar) aorta. Data on patients with type I and/or ii endoleak that were treated with onyx were retrospectively reviewed. The findings concluded that onyx with or without coil/glue/amplatzer plug embolization is safe and useful in the treatment of type ii endoleak after tevar and evar. However, long term clinical and imaging follow-up is needed for early detection and management of recurrence of the primary endoleak or the development of new, secondary endoleaks or enlargement of the aneurysm sac.